Event description:
It was reported that the insulin pump was not recording the blood glucose readings. The customer's mother stated that she was concerned due to her daughter's high blood glucose levels over the past 2 weeks. She felt that the insulin pump was not giving her the correct amount of insulin. The blood glucose reading was 395 mg/dl in the carelink data table. The blood glucose reading at the time of the call was 230 mg/dl, which was treated with a bolus of 12.1 units of insulin. The caller was advised to change the entire infusion set, reservoir and insulin, since a tubing clamp had to be sent out to continue troubleshooting. Upon receipt of the tubing clamp, the caller stated that the insulin pump passed the high pressure test. The customer's mother was assisted with education on using the bolus wizard. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.